Event description:
It was reported that the meastro drill continued to run after the physician had released his foot from the foot pedal during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
The product number for the foot pedal added as a concomitant product has been received from the account. The device serial numbers for both devices were not documented by the account, and the account elected not to return them for evaluation.

Event description:
It was reported that the maestro drill continued to run after the physician had released his foot from the foot pedal during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
Device not returned.